Event description:
It was reported that the customer received a no delivery alarm during a bolus delivery. The insulin pump stopped delivering insulin in the middle of the night. She did not hear the alarm and woke up with a high blood glucose level of almost 600 mg/dl. She was hospitalized. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.